Event description:
The pencil self activated, causing a 3rd degree burn to the patient's skin.

Manufacturer narrative:
The actual pencil was not returned, but a video was supplied demonstrating when the pencil's cord was twisted slightly, the "coag" mode would activate without pushing a button on the pencil. Markings on the pencil also showed that the pencil was only reused twice. The hospital stated that, the doctor placed the pencil on the patient, and in a short time heard the sound the generator makes when a handpiece is active. The doctor quickly removed the pencil, but not before it caused a 3rd degree burn on the patient's shoulder. The hospital also stated they followed conmed's sterilization instructions. The reported self-activating conditions of the pencil in question could not be reproduced.